Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 575 mg/dl at the time of the incident. The current blood glucose was 209 mg/dl the customer was treated with manual injection for high blood glucose. Product will be returned for analysis.

Manufacturer narrative:
No device problem found. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).